Manufacturer narrative:
Device evaluation is not necessary as reported event is not related to the functionality or delivery of therapy of the device.

Event description:
Additional information was received that the patient's device protruded after implant and the cause remains unknown. The removal surgery was stated to be for patient comfort and not to preclude a serious injury. Device evaluation is not necessary as reported event is not related to the functionality or delivery of therapy of the device.

Event description:
Patient underwent explant surgery because the lead is protruding. No additional relevant information has been received.